Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not closing or releasing the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event date was (B)(6) 2023. The procedure was a cholecystectomy with cholangiogram. The instrument was inspected prior with no noted damage. The clip was loaded correctly. The clip jaw was slightly pinched to fit into the trocar correctly. While attempting to clamp on cystic duct the jaws would not close. The second clip application was unsuccessful and had to use another medium-large clip applier. The clips that were used were medium-large davinci green hem-o- lok clips. The vessel/tissue was not greater than the specified diameter suggested in the IFU. The issue was resolved by using another backup instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument was not closing or releasing the clip, an investigation was completed to determine the cause of this reported event. The medium-large clip applier instrument was analyzed and failure analysis investigations were unable to replicate or confirm the reported issue. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. The complaint was not confirmed based on failure analysis. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.